Event description:
The customer reported that while running an hcv assay, summit sample handler did not pipette sample into well positions a8, b8, f8, g8, and h8 and no error message was given. A field service engineer was dispatched and could not duplicate the event. Fse cleaned tip clamp and sleeve. No death or serious injury was associated with this event.